Event description:
Following implantation of this valve, the pt's ventricle was very big but cerebrospinal fluid did not flow through to the abdominal cavity catheter. The valve was explanted and replaced.